Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2018, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 3. The procedure was completed without a problem and the mr was reduced to grade 1+. On (B)(6) 2018, the discharge echocardiogram showed mr grade 1+ on (B)(6) 2019, per echocardiogram, the mr was grade 3. The clip remained stable and well seated and there was no suspected or observed tissue injury. Per physician, the increased mr was due to disease progression.

Manufacturer narrative:
Patient codes: 2199 labeled na internal file number: (B)(4). Patient code: 1964 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to case circumstances. Reportedly, the increased mr was due to disease progression. There is no indication of a product quality issue with respect to manufacture, design or labeling. Subsequent to the initial MDR submitted, additional information received that the increased mr was due to disease progression and the clip remained stable on the leaflets with no leaflet injury. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2018, the mitral regurgitation was noted at grade 2+. There was no device issue. Starting on (B)(6) 2019, the patient had worsening mitral regurgitation grade 3+. On (B)(6) 2019, the patient was hospitalized for worsening mitral regurgitation. As treatment, on (B)(6) 2019, one mitraclip was successfully implanted, reducing the mr to moderate. Per physician, the worsening mitral regurgitation was related to disease progression, further left ventricular enlargement due to atrial fibrillation. The mitraclip had remained stable and well seated without a device malfunction. There was no adverse event related to the device. The event resolved without sequela and the patient was discharged from the hospital on (B)(6) 2019.

Manufacturer narrative:
Internal file number - (B)(4). As the physician indicated there was no device malfunction or device related adverse patient effect, this event does not meet criteria for MDR reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to worsening mitral regurgitation. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for mitral regurgitation (mr) grade 4+ with a posterior leaflet prolapse. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2018, the discharge echocardiogram showed mr grade 0. On an unspecified date, the mr had noted to increase to grade 3. The clip remained attached to both leaflets. Another mitraclip procedure is scheduled. No additional information was provided regarding this event.